Event description:
It was reported that the rn stated upon insertion, they were not able to draw any blood back through the central lumen. The pt was in the operating room and they were attempting to come off bypass. The rn stated that placement was confirmed by tee (trans esophageal echocardiogram). They repositioned the catheter several times with no success getting blood back. As a result, the intra-aortic balloon (iab) was removed. Add¿l info received on (B)(6) 2012 by the clinical support specialist from the rn stated that ¿they did flush both catheters prior to insertion. He said he flushed the central lumen on the iab the lab has afterwards as well. Some clots came out when he flushed it¿ reference MDR # 1219856-2012-00209 for the second iab event involving the same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add¿l info becomes available.